Manufacturer narrative:
(B)(4). A field representative visited the site to evaluate reports of this patient with central islands. It was stated that the issue could not be duplicated. The system was checked and evaluation was performed. It was concluded that the system conformed to all amo specifications. Placeholder.

Manufacturer narrative:
Typographical error detected in the last sentence. It should read plano and not plane: uncorrected visual acuity was noted to be 20/20-2 with correction to 20/20 with a plano -0.25 x 145. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient was reported to experience central island in both the eyes approximately four months post treatment. It was further stated that as of (B)(6) 2013, the patient's best corrected visual acuity (bcva) was 20/20 with a refraction of +0.50-2.00 x 100. Upon surgeon's recommendation, a standard retreatment was performed on the patient for mixed astigmatism, involving laser treatment in the superior flap. Post-operatively, the patient was reported to experience blurriness with some monocular diplopia. Uncorrected visual acuity was noted to be 20/20-2 with correction to 20/20 with a plane -0.25 x 145.

Manufacturer narrative:
Surgeon reported to clinical development manager on (B)(6) 2013 that one of the patient's eye was retreated and was doing fairly well (he is reading j1+ with that eye now as it was corrected for near). Placeholder.